Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected and no pinch or blockage was observed. The catheter was proceeded with the investigation using a lab syringe. The balloon was inflated with 10cc of water using normal fill technique and the balloon was able to inflate and deflate in 36 seconds. Using a lab syringe, the balloon was inflated with 10cc of water using jam fill technique and the balloon was able to inflate and deflate in 14 seconds. The balloon was dissected and there were no findings that contributed to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications 1. Method for use: (1). Store catheter at room temperature away from direct exposure to light, preferabily in the original box. (2). Do not reuse. (3). Do not resterilize. (4). Visually inspect the product for any imperfection or surface prior to use." (B)(4)

Event description:
It was reported that when attempting to deflate the balloon, the catheter was difficult to remove. This occurred within a 24 hour span, with three catheters from foley catheter kits. All of the catheters had to be taken out and replaced due to patient urinary retention. Per review, urine retention was captured in a separate report.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected and no pinch or blockage was observed. The catheter was proceeded with the investigation using a lab syringe. The balloon was inflated with 10cc of water using normal fill technique and the balloon was able to inflate and deflate in 36 seconds. Using a lab syringe, the balloon was inflated with 10cc of water using jam fill technique and the balloon was able to inflate and deflate in 14 seconds. The balloon was dissected and there were no findings that contributed to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications: method for use: store catheter at room temperature away from direct exposure to light, preferably in the original box. Do not reuse. Do not resterilize. Visually inspect the product for any imperfection or surface prior to use." (B)(4).

Event description:
It was reported that when attempting to deflate the balloon, the catheter was difficult to remove. This occurred within a 24 hour span, with three catheters from foley catheter kits. All of the catheters had to be taken out and replaced due to patient urinary retention. Per review, urine retention was captured in a separate report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that within a 24 hour span, three catheters from the foley catheter kits allegedly did not drained once the balloon was inflated. All of the catheters had to be taken out and replaced due to patient urinary retention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that within a 24 hour span, three catheters from the foley catheter kits allegedly did not drain once the balloon was inflated. All of the catheters had to be taken out and replaced due to patient urinary retention.